Event description:
It was reported that the device was used during an unknown procedure, the instrument made an error alarm. The case was completed with a like device. There was no consequence to the patient.

Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results found that two devices (a & b) were returned with the distal tip of the blade broken off but the broken piece was returned. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.